Event description:
During incoming inspection of the defibrillator, the distributor found that it would charge, but would not fire. The device had never been used on a pt. Tests disclosed a shorted monolithic capacitor c26 on assembly 592320. No specific cause for the short could be determined. This is an unusual event, and appears to be a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.